Manufacturer narrative:
(B)(4) the customer returned one guide wire assembly for analysis. Visual examination revealed two kinks near the distal end of the guide wire body. Signs-of-use in the form of biological material was also observed on the guide wire. Additionally, the guide wire j-bend appeared deformed as it is not curved as seen in the product drawing. Microscopic examination revealed that the proximal and distal welds were spherical and secure to the assembly. The guide wire length and diameter were measured and were found to be within specification. The kinks in the guide wire measured approximately 27mm and 73mm from the distal tip. The guide wire was passed through the distal end of a lab inventory central venous catheter. The guide wire was able to pass completely through with minor resistance at the kinks. A manual tug test confirmed that both the proximal and distal welds were intact and secure to the assembly. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through complaint investigation. Visual examination revealed that the guide wire was kinked in two locations near the distal end. This guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guidewire kinked during insertion.the device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guidewire kinked during insertion. The device was replaced.